Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
External visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced shocking sensation and pain with device use. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved. Revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). External visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaints of non-auditory sensations and pain could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report.